Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown at this time if the device will be returned for evaluation; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00068, 0001032347-2020-00069, 0001032347-2020-00070, 0001032347-2020-00071, 0001032347-2020-00073, 0001032347-2020-00074. Concomitant medical products: tmj system right standard mandibular component, part# 24-6555, lot# 842720b; tmj system left standard mandibular component, part# 24-6556, lot# 793820b; tmj system right fossa component, small, part# 24-6562, lot# 861210a; tmj system left fossa component, small, part# 24-6563, lot# 864820a; 2.4mm system high torque (ht) cross-drive screw, part# 91-2710, lot# unk; tmj system cross drive fossa screw, part# 99-6577, lot# unk; tmj system cross drive fossa screw, part# 99-6579, lot# unk.

Event description:
It was reported the patient underwent a bilateral revision of temporomandibular joint prostheses due to an unknown reason. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. As a revision surgery was reported, the complaint is confirmed. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Three follow-up attempts were made to gather additional information including the failure mode that led to the need for a revision surgery; however, no additional information was gathered. The dhrs for the screws involved in this case were not reviewed due to the lot numbers remaining unknown. There are no indications of manufacturing defects. The most likely underlying cause of the complaint cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Event description:
New information was received that indicated no revision occurred. Therefore, this is not a reportable event.

Manufacturer narrative:
The following fields were updated: b4 date of this report. B5 describe event or problem. G7 type of report. H2 follow up type. H10 additional narratives/data.